Event description:
According to the available info, an implant driver broke in the contra-angle handpiece during surgery and the session could not be completed successfully. There is no info about the pt's status or regarding the implant site preparation.

Manufacturer narrative:
Therefore, since treatment was not completed successfully, this event is reportable per 21 cfr part 803.